Event description:
It was reported that there was loss of capture on the right atrial (ra) lead. It was noted that high right atrial (ra) thresholds were observed at 4.0volts with the device output programmed of 3.5volts. The healthcare professional recommended to have patient seen in clinic for evaluation. Furthermore, the pacing impedances were high measuring at 1500 ohms, within the normal range. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.